Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The photo shows the clinician holding the introducer needle in which crack was noted on the needle hub. An unsealed port product tray with kit components were noted on the background. Therefore, the investigation is confirmed for the reported needle hub fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via internal jugular vein in the right chest wall using the powerport m.r.I. Isp. Prior to the procedure it was noted that the puncture needle was fractured upon opening the package. No patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via internal jugular vein in the right chest wall using the powerport m.r.I. Isp. Prior to the procedure it was noted that the puncture needle was fractured upon opening the package. No patient involvement was reported.